Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead with stylet inserted was returned in one piece. The helix was retracted and was clogged with blood/tissue. Visual and x-ray examination of the helix mechanism showed that the helix was bent consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the helix being bent consistent with procedural damage.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the lead helix could not extend. The physician elected to complete the procedure with a different lead. The patient was in stable condition.